Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted in the lad. Approximately 18 months post procedure patient suffered unstable angina. The investigator assessed the event as not related to the index device or to the anti-platelet medication. The sponsor assessed the event as not related to the anti-platelet medication and possibly related to the index device. Cec adjudicated non-q-wave mi, 3rd udmi spontaneous of an unknown vessel. Patient recovered.